Manufacturer narrative:
Resmed has requested for the device to be returned, so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device had an alarm occurrence that was not displayed on the screen. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not reproduce the reported complaint and revealed a delay in displaying events on the screen. The investigation determined that the reported event was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an alarm occurrence that was not displayed on the screen. There was no patient harm or serious injury reported as a result of this incident.